Manufacturer narrative:
G4:11nov2020. B4:03apr2021. The authorized service personnel (asp) reported that unit was not in use on patient. The asp replaced the battery to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported battery failure. The customer reported that the unit was in use on patient , but there was no patient harm reported. The customer contacted product support and requested for service repair.